Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient reports symptoms of blurred vision, swelling and watering of the eye(s) while using contact lenses. The patient alleges they were seen for medical treatment and prescribed medication to resolve the incident. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.